Manufacturer narrative:
Device evaluated by MFR: synergy ii, mr, us 3.5x24mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found no damage noted on stent. The stent od (outer diameter) was measured and is within the max crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was solidified media present inside the device indicating it was prepped for use. A visual and tactile examination found hypotube kinks along the catheter length. A visual and tactile examination found damage to the inner 2mm distal of the bi-component bond site. During the examination, it was not possible to track the device over a 0.014" guidewire due to the damage noted to the inner wire lumen, there were no issues inserting the guidewire through the tip however restriction was met at the damaged inner location. This type of damage is consistent with the incorrect removal of the product mandrel during device preparation. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. After a 3.50 x 24 synergy ii drug-eluting stent was prepped, the device was advanced over a non-bsc guidewire but it became stuck on the wire. The devices were removed and placed a new non-bsc guidewire and another 3.50 x 24 synergy stent. The stent went down smoothly and perfectly over the non-bsc guidewire and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. After a 3.50 x 24 synergy ii drug-eluting stent was prepped, the device was advanced over a non-bsc guidewire but it became stuck on the wire. The devices were removed and placed a new non-bsc guidewire and another 3.50 x 24 synergy stent. The stent went down smoothly and perfectly over the non-bsc guidewire and the procedure was completed. No patient complications were reported.